Manufacturer narrative:
Product complaint # (B)(4). Date sent: 4/7/2020. H1: MDR decision: malfunction. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable serious injury and is being considered a malfunction. Additional information was requested, and the following was obtained: what was the exact surgical procedure? What vessel was device on when issue occurred? Was device difficult to close? Was device difficult to fire? What is meant by partially stapled? Did staples deploy at all? If so, please describe shape. Were staples on both sides of cut line or only one? Was a blood transfusion required? How was the procedure completed? Was the post-op care of patient changed in any way due to issue with devices? What is the current patient status? Nephrectomy was case. Surgeon fired once on ureter and it sounded funny but worked. Second fire was on renal artery and it cut but didn't staple with second device. He manually clamped on artery and called in vascular surgeon to complete case with no patient consequences. Case was delayed thirty to forty-five minutes.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/13/2020. Batch # t5dx66. Investigation summary the analysis found that one ec60a device was returned with no apparent damage and with an gst60w partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stops windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Two devices were involved. First device, handle was cranked three times, the fourth crank wouldn't return the device or the handle wouldn't move. Cut completely but partially stapled - some of the staples remained open. Was unable to remove device from tissue. Unknown how it was removed. Some were formed and some were never formed. Second stapler, once clamped down on tissue, device was locked out, couldn't fire. Didn't cut or deliver staples. Handle wouldn't crank. Was unable to remove device from tissue. Unknown how it was removed. There were complications, had to call in general and vascular surgeons, had to clamp the renal artery, there was blood loss, unknown amount, unknown if blood transfusion was administered. Procedure was prolonged but unknown how long. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the exact surgical procedure? What vessel was device on when issue occurred? Was device difficult to close? Was device difficult to fire? What is meant by partially stapled? Did staples deploy at all? If so, please describe shape. Were staples on both sides of cut line or only one? Was a blood transfusion required? How was the procedure completed? Was the post-op care of patient changed in any way due to issue with devices? What is the current patient status?

Event description:
It was reported that during an unknown urological procedure, the first stapler "didn't deploy" and the second deployed but the jaws wouldn't close. The staples weren't deploying and forming but were falling out of the reload, popping out. It is unknown how the case was completed.